Event description:
It was reported by the customer that after using the push button safety feature, the tip of the needle did not fully retract and sticks out. No other information was received regarding any serious injury as a result of this product issue.